Event description:
It was reported that dilatation was performed in an average iva (lad), with narrow and calcified stenosis. An attempt was made to place a vision stent using direct stenting, but the stent could not advance through the lesion. During the retrieval of the device, the stent became dislodged and it remained in the ostium. The stent was deployed by using another co's smaller balloon catheter. The procedure was completed by performing pre-dilatation of the initial average stenosis and the placing of a second vision stent, and then a mini vision stent. The dislodged vision stent was actually deployed and became apposed to the vessel wall in an unintended site in the ostium. No add'l info was available.